Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05033. It was reported that the patient underwent surgical intervention to explant the entire system due to a hematoma. Date of explant not yet known.

Manufacturer narrative:
Should not have had a concomitant device and therapy date entered in earlier report.

Event description:
It was reported that the patient underwent surgical intervention to explant the lead due to a hematoma. Date of explant not yet known.